Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of increased translent light sensitivity (tls), at four weeks post lasik procedure. Patient stated light sensitivity has gotten worse since treatment. Reporter indicated the patient was placed on an increased topical steroid dosage for one day and then to taper off. Patient is being monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, reporter indicated the issue was resolved and patient released from follow up care.